Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 43 mg/dl and high bg of 200. Reportedly, customer suspected that the pump settings were incorrect. High bg was treated with a bolus from the pump and the low bg was treated by eating food. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg. Additionally, the pump did not enunciate an audible tone. During troubleshooting, the customer triggered an alert and verified that an audible tone was declared by the pump.